Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking or jolting sensation about a month ago and again when on an airplane. She felt the shocking sensation from her head to her toe on her right side. She also felt "like her mouth turned." Additional info has been requested, a f/u report will be sent if additional info becomes available.